Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported near the end of the procedure a while ring was observed in the pt. It was determined by the or staff to be a gasket from the 511sd located at the subxyphoid port. The gasket was retrieved laparoscopically and the procedure was completed with this 511sd. There was no consequence to the pt.